Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there were two reloads that were not fired as they were blocked. Another device was used to complete the case.